Event description:
The customer contact reported the device touchscreen intermittently does not respond when pressed. The device returned to the biomedical department with a report of touchscreen issues. No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test, and cannot access the silent button. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing, the touchscreen was albe to be calibrated and the touchscreen responded as expected. Although the device passed testing, a review of the device history indicated a touchscreen error. The probable cause of the customer's reported event was due to corrosion on the touchscreen due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.